Event description:
It was reported that the pump was replaced because "the battery went out"; originally the reporter had stated that it "stopped functioning early". Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model: 8703w, lot# l58815, implanted: 199-(B)(6), explanted: unk. (B)(4).